Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the ligasure device was not sealing and it bled less than 250 cc in every seal. The ligasure was completing the cycle, but the vessel was not sealed. They switched the generator and used the same hand piece and it worked successfully.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.